Event description:
A report received from the (B)(6) stated and 840 ventilator experienced a blank lower graphical user interface (gui) display. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb) and backlight pcbs. The cse performed extended self-testing on the device and all tests passed. A visual inspection of the returned backlight pcbs showed no anomalies. The pcbs were attached to the failure investigative (fi) test vent for analysis. The unit cycled on normally without incident. A visual inspection of the returned gui pcb was conducted and no anomalies were observed. The component was attached to the failure investigation test ventilator for analysis. The ventilator was cycled on and resulted in a red colored blank lower display, verifying the reported fail. The fault was isolated to the vga controller. Covidien reference: (B)(4).